Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Pump programmed the alert on high with the glucose sensor simulator and the alert registered properly in the device history and the alert on high alarmed properly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not alarming or vibrating randomly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they were getting insulin flow blocked alarms. Customer reports alarm did not occur during fill tubing. Customer was not able to troubleshoot at time of call. Customer reports they was hospitalized due to high blood glucose and diabetic ketoacidosis at (B)(6) 2019. Customer blood glucose value at the time of hospitalization was 15 mmol/l to 20 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.